Manufacturer narrative:
A company technical service representative has visited the site and evaluated the system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported losing vacuum while in cortex mode. No error messages were displayed. The irrigation/aspiration (I/a) handpiece was checked and the reporter did not feel it to be the problem. Additional information was received from the administrator indicating that this event occurred during surgery and that the procedure was able to be completed with no impact to the patient. The reporter then stated that they have since discovered that the issue was not with the system at all. It was that the "system was much smarter than we were."